Event description:
It was reported that during a surgery, although the surgeon tried to insert the peek by an inserter, the posterior part of the peek was broken. However, the surgeon finished performing the surgery using cage just it.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment; result: the reported event was confirmed via email correspondence with the sales rep. Upon manufacturing history review, no relevant issues found. Conclusion: without the device the root cause of this event cannot be determined conclusively.

Event description:
It was reported that during a surgery, although the surgeon tried to insert the peek by an inserter, the posterior part of the peek was broken. However, the surgeon finished performing the surgery using cage just it.